Event description:
Report received from a consumer that the enema tip and adapter came off during use and was lodged inside the rectum. Additional info was requested and a letter was received that verified the enema tip came off of the tubing internally and was lodged. The consumer could not manually remove the product initially. Consumer phoned a hosp emergency dept and was told that the product would have to be removed manually by a physician or may require surgery if the product "went past the colon". The consumer can only work with naturopathic physicians and energy healing centers and is "unable to take any type of medications because consumer's body is allergic to them". Consumer did not go to the emergency room. Consumer went to bed that night and "woke up at 6am with pain in stomach and with much gas build-up." By 6:30 am consumer was able to manually remove the product. Consumer is "still experiencing pain in the stomach area". Consumer continues to "work with natural doctors to help the healing process". No additional info was available.